Event description:
Per consumer's letter, "it is of great concern to me that the FDA has not banned the production of male condoms lubricated with the spermicidal nonoxynol-9. These condoms have not been proven to provide protection against pregnancy and have shown to potentially increase the risk of contracting hiv if used rectally."